Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failure occurred with a "devicenotonbus" error. The anesthesia drawer did not open, and a "maintenance required" message was displayed during recovery attempts. Reboot attempts were unsuccessful, preventing the crna from accessing the drawer. Medications were obtained from an alternate or cart to proceed with the case. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height matrix drawer 2.1 was not detected on the bus. A field service engineer powered down the station and inspected bus cable and retractor band, noting no visible damage. The fse then reseated the retractor connector for drawer 2.1, which had been loose, and ensured it clicked securely into place. The system functioned as intended after the field service engineer repaired the device.